Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a phlebotomist attempted to activate the safety mechanism of a 21 g x 1.25 in. Bd eclipse blood collection needle with luer adapter after patient use and the safety shield came off. This resulted in a contaminated needle stick to the phlebotomist. The phlebotomist received post exposure lab work. The reporting facility declined to provide any additional information.

Manufacturer narrative:
Results: a sample is not available for evaluation. Thirty retention samples were evaluated for safety shield separates during use. Each sample was hand activated to evaluate the safety shield falling off. The safety shield was rotated backward with ease with no IV shield lift identified. The safety shield was then engaged over the IV needle. The lock-out features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6174677. Conclusion: without a sample from the customer, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.